Event description:
Biopince biopsy instrument malfunction during renal transplant biopsy. Sample was at the tip of the needle (nothing within the needle). Manufacturer response for biopince biopsy device, biopince (per site reporter) user error.